Manufacturer narrative:
Unit received with unresponsive buttons due to corroded keypad traces. No button error alarms noted and unable to verify origin of black circle onscreen due to unresponsive buttons. Unit received with traces of moisture at lcd board, cracked case at display window corners and battery tube threads, minor scratched display window. No unexpected audio or beep anomalies noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and that the display has a black circle on top of the screen that cannot be erased. Customer changed the battery but alarm did not clear. Customer does not recall any significant events leading to the error. Customer's blood glucose was 185 mg/dl at the time of incident. Customer was advised that the device would be replaced and to return the product for analysis. No further information was given.